Event description:
It was reported by service report that the load wheel was broken on the cot. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result - load wheel casting.